Event description:
Rn was setting up for surgery. The nurse tested the device. A valve stuck. The device was removed from the operative field and another device was used. The second device worked well.